Event description:
While mixing impregum f base paste and catalyst, acrid gasses caused injuries in the eyes of the dental assistant. An ophthalmologist was seen who could detect conjunctivitis. After application of ointment, the assistant was able to return to their work again.